Event description:
The biomedical engineer (biomed) stated that the gz telemetry transmitter (tele) discharged on the central nurse's station (cns) by itself. This occurred approximately around 10:36pm local time. The biomed was not on-site at the time of call, so they were unable to collect the cns and tele serial numbers. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (biomed) stated that the gz telemetry transmitter (tele) discharged on the central nurse's station (cns) by itself. This occurred approximately around 10:36pm local time. The biomed was not on-site at the time of call, so they were unable to collect the cns and gz tele serial numbers. No patient harm was reported. Investigation conclusions there is no specific information provided, such as device logs and model and s/n of the affected device(s). Root cause investigation could not be conducted. Service history for this facility shows this is an isolated incident. Nka will continue to monitor discharged incidents at this facility. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name. D4 model number, catalog number, serial number, UDI number. G4 PMA / 510k number. H4 device manufacture date. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Gz telemetry transmitter: model: ni. Sn: ni. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (biomed) stated that the gz telemetry transmitter (tele) discharged on the central nurse's station (cns) by itself. This occurred approximately around 10:36pm local time. The biomed was not onsite at the time of call, so they were unable to collect the cns and gz tele serial numbers. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Gz telemetry transmitter: model: ni, sn: ni.

Event description:
The biomedical engineer (biomed) stated that the gz telemetry transmitter (tele) discharged on the central nurse's station (cns) by itself. This occurred approximately around 10:36pm local time. The biomed was not onsite at the time of call, so they were unable to collect the cns and tele serial numbers. No patient harm was reported.